Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Microscopic inspection was performed and revealed a white particle, approximately 1.8 mm long, within the inner pouch. The particle was near the probe shaft. This particle was determined to be a remnant from the cardboard probe holder that is included in the primary packaging. The reported condition was verified. The cause was due to a manufacturing process failure. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found in the inner pouch of a vascular probe. This was identified during receiving inspection by the reporting facility. There was no patient involvement. No additional information is available.